Event description:
Event description boston scientific received information that this ventricular lead had increased threshold mesurements one day after the implant procedure, which required the lead to be repositioned. There were no adverse patient effects.